Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose. Blood glucose level at the time of the incident was 430 mg/dl. Auto mode feature information was unknown. Customer stated they did not correct carbs accurately and blood glucose goes high and active insulin was 11 units. The insulin pump was asking for a calibration and customer was not able to calibrate. Customer declined to troubleshoot for high blood glucose as the cause was eating pizza and not entering carbs accurately. The insulin pump will not be returned for analysis.